Event description:
"Return of selox 45 implanted in 2005. Two days later lost capture eight daya later repositioned lead. Lead was in the ventricle, the screw tip was not fully extended. Reposited [sic] lead with excellent thresholds both pacing and sensing. Had the doctor moved the tip a little to make sure it was firmly attached to artrial wall. Eleven days later arterial lead lost capture. Eighteen days later removed lead from pt. The extendable screw tip was not visible. It was completely retracted. After the case, dr. Extended the tip, it took 18 turns to extend and 18 turns to retract. This was dr's first implant with this lead. He rpelaced it with a fineline non-retractable lead.